Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and competitor right ventricular lead experienced a lead safety switch (lss) due to pacing lead impedances greater than 2000 ohms. Additionally there was noise seen by the device which led to oversensing and was recorded as ventricular tachycardia episode. There was no pacing inhibition as patient was in a sinus rhythm and asymptomatic. The physician elected to reprogram the device. The device remains in service. No adverse patient effects were reported.